Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm rupture using a gore® tag® thoracic endoprosthesis (tgt4020/8479377). Prior to the implant of endoprosthesis, a surgical graft was anastomosed to the ascending aorta, and debranching to the left common and left subclavian arteries were performed using the surgical graft. The endoprosthesis was inserted through a gore® introducer sheath with silicone pinch valve and deployed in an ascending aortic approach. While another introducer sheath (manufacturer unknown) was inserted to advance an imaging catheter through, right iliac artery dissection was revealed. Stents (manufacturer unknown) were implanted in the dissected portion of the right iliac artery. The patient tolerated the procedure. On (B)(6) 2010, the surgical bypass to the left subclavian artery became thrombosed. Thrombectomy was performed, but the surgical graft occluded again. A femoral-left subclavian artery bypass was additionally prepared to maintain blood flow to the left subclavian artery. On (B)(6) 2011, the patient was discharged from the hospital. Endoleaks were not present, and aneurysm diameter was 80 mm. On (B)(6) 2011, the patient expired due to pneumonia. No further information was provided.